Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for spinal pain and failed back surgery syndrome reported on (B)(6) 2016 via company representative (rep) that stimulation had been shutting off on its own, and it was not related to the charge level of the ins. The patient got up on (B)(6) 2016 and noted that the stimulation was on by seeing a lightning bolt on the patient programmer screen. Then they did some things outside and came back inside, noticing that the stimulation didn't feel like it was on. The patient checked their ins with the recharger and verified that the stimulation was off. Then the patient turned the stimulation back on with the programmer, and it worked fine after that. This was noted to have occurred five times since implant, but the patient was always able to turn stimulation right back on when it happened. The patient had events where they may not feel stimulation in certain positions, but they would feel it again after they moved. It was noted that they would run the stimulation at low settings, and sometimes it would be a while before they noticed the stimulation was off. It was unknown when the issue began. Follow up efforts were initiated to obtain troubleshooting/mitigation effort details and if the cause was determined. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that when the stimulation would shut off the patient would experience a return of pain in the location where their stimulation was supposed to be. This return of pain was noted to be sudden. The recharging statistics and device file were pulled and reviewed. The on/off activation of the device was reviewed, specifically around the (B)(6) 2016 time frames as that is when the patient indicated that their stimulation had turned off. The patient also noted that the stimulation had turned off several other times but did not remember specific dates. The device file showed that the stimulation had been turned off by the patient several times. The patient was going to track the times when the stimulation shut off by itself and then compare that to another device file to troubleshoot. The exact cause of the stimulation turning off was unknown but the issue had not happened again since the previous episode.